Event description:
After successfully delivering the angioguard epd to the left internal carotid artery, resistance occurred while attempting to insert the precise pro rx through a y-connector and the guiding catheter. It is unknown if the product ever entered the patient. When the device was inspected outside the patient, the distal end of the stent was found to be released from the sds and in a curled up condition. According to the affiliate, when the physician only touched the released distal end of the stent, the rest of it released by itself. He did not intend to pull the rest of it out. A new product of the same catalog# was used and the procedure was completed without any other issues. Only the stent (without the sds) will be returned for analysis. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After successfully delivering the angioguard in the left internal carotid artery, resistance occurred while attempting to insert the precise pro rx through a y-connector and the guiding catheter. It is unknown if the product ever entered the patient. When the device was inspected outside the patient, the distal end of the stent was noted to be released from the sds and in a curled up condition. According to the affiliate, when the physician touched the partially released distal end of the stent, it completely released by itself. There was no reported patient injury. One non-sterile precise stent was received in a plastic bag. Some of the distal stent struts were overlapped. Dimensional and functional analysis could not be performed as the catheter was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "damaged" condition reported by the customer was confirmed, however, it does not appear to be manufacturing related, controls are in place to prevent this failure as well as there are inspections to detect this type of failures, procedures referenced in route sheet # (B)(4), procedural factors may contribute to failure as reported. The "resistance/friction-outer sheath and deployment difficulty-premature deployment" conditions were not confirmed as the catheter was not received. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore, no actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or user handling.